Manufacturer narrative:
An investigation was performed in response to a complaint of error 2163 on the aia-900 analyzer. The device was being used for diagnosis during the complaint event. At the customer site, a field service engineer (fse) cleaned the cup present sensor shaft with etoh to allow for correct movement and to correct sensor activation which resolved the issue. This investigation confirmed a lubrication problem and the cause was due to maintenance. A 13-month complaint and service history review for (B)(4) from the date of (B)(6) 2020 through aware date (B)(6) 2021 was performed for similar complaints. There were no similar complaints identified during the search period. The aia-900 operator¿s manual under section 12: flags and error messages states the following: error message: [2163] c. Transfer cup not released. Cause: the holder sensor s063 detected a cup after the cup was released. Action: please contact tosoh local representatives. Check s063 and the cup release operation.

Event description:
Customer experienced a c-transfer cup not released error. An all set home completed and the waste bin is not full. The waste chute was clear. The daily check will not complete without error. This is a reportable event based on delay of reporting patient results for class a analytes.